Event description:
On the morning of (B)(6) 2013, the reporter stated that the pump emitted a "low battery" alarm but was not recorded in pump history. The reporter stated that the last alarm recorded was on (B)(6) 2013 for "low cartridge". There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2014 with the following findings: a review of the black box and alarm history revealed no evidence of ¿low battery¿ warnings and the battery voltage never reached the ¿low battery¿ threshold. During testing, the pump was exercised for 24 hours with no alarms occurring. A ¿low battery¿ was simulated; the pump emitted and recorded the correct audible and visible alert. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.